Event description:
Anesthesia patient circuits are stored in the original shipping container, and placed in a storage area. Circuits are replaced by the anesthesiologist. The breathing circuit inspiratory corrugated tube had cracked and most of the air pumped into the patient by ambu bag was leaking out. Patient monitors indicated that the pt's oxygen saturations were dropping due to the leak in the system. Staff listened for the leak and discovered it in the tubing. The breathing circuit was changed and pt's oxygen saturations immediately improved. The leak was found while putting the patient down, and the surgeon had not yet begun the procedure. It is possible the corrugated hose had not been stretched out prior to the problem and the hole was deep in the crease of the hose. This is the first known failure of this product.======================manufacturer response for adult ultra flex anethesia breathing circuit, adult ultra flex (per site reporter)======================manufacturer provided returned goods authorization number (rga) for product return evaluation.